Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3+ functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. The triclip xtw was positioned mid-commissural anterior septal and advanced to the right ventricle. A grasping attempt was made; however, chordal interaction occurred with the septal leaflet. The leaflet became stuck at the top of the clip gripper. Troubleshooting was performed for several minutes and the septal leaflet was freed. A grasp was obtained and it was determined that there was good leaflet insertion. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip xt was deployed mid and centrally on the anterior and septal leaflet segments to stabilize the first clip and further reduce tr. The final tr grade was <1. Per the physician, the slda was attributed to the presence of a large amount, of chordae and choral interaction.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. The triclip xtw was positioned mid-commissural anterior septal and advanced to the right ventricle. A grasping attempt was made; however, chordal interaction occurred with the septal leaflet. The leaflet became stuck at the top of the clip gripper. Troubleshooting was performed for several minutes and the septal leaflet was freed. A grasp was obtained and it was determined that there was good leaflet insertion. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A second triclip xt was deployed mid and centrally on the anterior and septal leaflet segments to stabilize the first clip and further reduce tr. The final tr grade was <1. Per the physician, the slda was attributed to the presence of a large amount of chordae and choral interaction.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or difficult or delayed positioning (leaflet grasping). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (anatomical interaction during positioning). The reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (presence of large amount of chordae) and procedural conditions (chordal interaction). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.